Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b node noise as well as t-wave oversensing. Low amplitude measurements were also observed. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
A corrective and preventive action (CAPA) investigation has been initiated to further evaluate this behavior and to determine if any corrective actions are warranted. Upon identification of a solution, it will be validated and implemented, as appropriate. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.